Event description:
The user reported (1) false positive and (3) unconfirmed false positive results with the binaxnow¿ covid-19 antigen self test performed (B)(6) 2021 on an unknown sample and generated a negative result. The customer reported they purchased 5 boxes of tests from (B)(6) a week ago because their staff came down with covid and they wanted to have extra home tests just in case, at this point they hadn't used them. The customer reported that they then got sick and tested at the local (B)(6) and came back positive using the rt pcr covid-19 test on (B)(6) 2021. The customer reported that their family then became sick. So the family used these home tests and all (3) three of them were negative. The customer then used a test and it was also negative. The customer reported that they scheduled additional testing at their local (B)(6). Although requested, no additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Manufacturer narrative:
This supplemental report is being submitted to correct the previously reported event from false positive to false negative.

Manufacturer narrative:
This supplemental report is being submitted to provide the investigation conclusion. The customer was unable to provide the required intake information. The information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.